Event description:
The customer reported approximately four milliliters of cleaner solution leaked from the back of the instrument while performing system startup involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) stated the instrument was inoperable upon arrival. The fse discovered vc13 (differential waste chamber), in the rear of the analyzer, was filled with clenz cleaner solution due to fluid leaking from the top of the differential waste chamber. The fse manually drained and replaced vc13 (differential waste chamber) and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Waste chamber. (B)(4).